Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump could not be charged using the usb cable. During troubleshooting with tandem technical support, customer tried a different usb cable and was able to successfully charge the pump. There was no reported impact to the customer's blood glucose level. A replacement cable was sent to the customer.